Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that all keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: investigation revealed that the keypad cover was intact and all keypad buttons were responsive. The keypad cover was removed and no defects were found to the button contacts. The pump was opened and the keypad flex was fully seated in the connector with the latch closed. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture found on the keypad flex/connector; the pump casing was cracked between the case seal and the keypad cover; there was a crack in the battery compartment.